Event description:
Pt complained of back pain and sob after treatment started. Dialyzer was 1st use, preprocessed. Treatment was resumed on the same dialyzer after being primed with 100 cc. Of ns and the bfr was gradually increased to 400 cc/min.